Event description:
It was reported that during a cystectomy, possible neprectomy procedure, the surgeon had difficulty with poor staple formation on three instruments. The instruments were used to take the pedicles down and were used in succession. There was no significant delay to the procedure, and the surgeon ligated the pedicles to complete this part of the case. The pt was in surgery for most of the day as a result of complications unrelated to the use of these instruments. The pt expired in transit to ICU. The surgeon reports that the pt did not die as a result of the difficulties experienced with the products.